Event description:
It was reported that black debris was observed in twelve (12) homechoice cassettes. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: twelve actual (12) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Black printing ink marks were observed on the bottom webs. The reported condition was not verified. The samples were within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.